Event description:
Adverse event(s): "115 minutes delay" (no code available). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message was displayed. A back up unit was brought in to complete the case. The second unit that was brought in displayed a different system message. There was a 115 minutes delay with the pt under general anesthesia. Additional info was received: the nurse confirmed the events with both systems. He stated the surgeon had made entry into the eye and then the system displayed the system message. The unit was rebooted, but the message could not be cleared. A second system was brought in, the case was resumed, then a system message was received. This system was rebooted but the system message was unable to be cleared. A third system was used to complete the case. The pt's outcome was reported to be good. This is the first of 2 reports being filed for this facility.

Manufacturer narrative:
A company service rep examined the system and found that the 57 psi regulator not working. The regulator was replaced and the cpu battery was replaced due to the age of the system. The system was then tested and met all product specifications. The regulator has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).